Event description:
Caller alleged discrepant results compared with the lab. Pt was bleeding and given vitamin k. This is adverse event case.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. For the first 2 sets of data, the confidence limits cannot be determined. Per text" patient was bleeding, given vit k and now is stable". This is adverse event case. Products will be tested when returned.